Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported the problem was with the spherical portion. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product was not returned and not enough info was provided from the account to properly complete an investigation. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).